Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia also the insulin pump was not turn on. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with insulin shot for high blood glucose level. The customer stated that the auto mode feature was not active. Customer declined to troubleshoot for high blood glucose. Customer also stated that glucose sensor alarm was went off and gave correction bolus but it is not snapped in. The insulin pump will not returned for analysis.